Manufacturer narrative:
Visual inspection observed severe corrosion to the upper bearings.

Event description:
The fixed duraguard, 16mm overheated during testing performed by field svc tech during a routine service maintenance visit. There was no pt involvement, and no adverse consequences were reported.